Event description:
It was now reported that the reasons for revision surgery was pain, elevated chromium and cobalt levels, psuedotumor, fluid collection.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: reason for revision surgery. New information does not change the investigation-results of this incident, a follow up report will be submitted when additional information becomes available. Zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: metasul ldh, head, 48, code n, taper 18/20; catalog no#: 01.00181.480; lot#: 2397388; metasul ldh, head adapter, s, -4, taper 12/14-18/20; catalog no#:01.00185.145; lot#: 2399427; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset; catalog no#: 00771101100; lot#: 60697883; therapy date : (B)(6) 2018. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to unknown reasons.